Event description:
Boston scientific received information that at a routine follow up it was noted that an automatic lead configuration safety switch had occurred on this right ventricular lead. Upon investigation, it was noted there was noise, no capture by the lead, and impedance measurements of greater than 2000 ohms. Additionally, it was noted that the sensing of intrinsic signals had reduced, and undersensing was occurring. Surgical intervention was performed to surgically abandon and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.